Manufacturer narrative:
The customer reported signal loss and not receiving continuous glucose readings with the freestyle librelink application. Abbott diabetes care attempted to replicate the reported issue and the reported configuration of the device and ios 17.7 is not compatible with the freestyle librelink application. The compatibility guide is available to the customer on the abbott diabetes care website. As the compatibility guide is provided to the customer, and the incompatible configurations were used, this complaint is therefore not confirmed to use. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An application compatibility issue was reported with the abbott diabetes care (adc) device in use with an iphone 12 with operating system version 17.7. Due to the reported issue, the customer received a "signal loss" and was unable to obtain readings. The customer experienced shaking and confusion. It was indicated that the customer was provided glucose tablets for treatment a non-healthcare professional. There was no report of death or permanent impairment associated with this event.